Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration. This was due to a right atrial (ra) lead pacing impedance measurement greater than 3000 ohms. A lead fracture was suspected. Technical services (ts) analyzed impedance trend data and did not find any other out of range measurements. Ts recommended a full ra lead evaluation. No adverse patient effects were reported. Currently, this ra lead remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration. This was due to a right atrial (ra) lead pacing impedance measurement greater than 3000 ohms. A lead fracture was suspected. Technical services (ts) analyzed impedance trend data and did not find any other out of range measurements. Ts recommended a full ra lead evaluation. No adverse patient effects were reported. Currently, this ra lead remains in service. According to additional information, a stored atrial tachy response (atr) episode was requested for review. It was reported that there was noise on the atrial channel with possible oversensing. Ts analyzed the episode and could not confirm if oversensing or true arrhythmia was present then recommended checking the atrial lead with bipolar sensing configuration programmed. No adverse patient effects were reported. Currently, this lead remains in service.